Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. Functional testing could not be performed, due to lack of button response. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and a button was not working. Customer's blood glucose was over 300 mg/dl. The customer was being treated with shots. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.